Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the they experienced low blood glucose value. The customer¿s blood glucose level was 35 mg/dl. The customer did not provide information about symptoms and treatment. The customer declined troubleshooting for low blood glucose value. The insulin pump will not be returned for analysis.